Event description:
It was reported that a vena cava filter was successfully placed four months ago. A CT was taken, for a reason unrelated to the filter, and it appeared that the filter had allegedly migrated caudally to the iliac bifurcation. The retrieval of the filter had already been scheduled prior to the CT and the caudal migration did not result in moving up the retrieval date. During the scheduled retrieval, the vena cava filter was successfully retrieved. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The investigation is currently underway.